Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #1627487-2014-12117. It was reported the patient experiences burning and pain at the ipg pocket site following a fall. It was also reported the external devices have difficulty maintaining connection with the ipg. It was also reported the patient has a bladder stimulation and voids uncontrollably when the scs system stimulation is on because she is unable to tell when her bladder is full. A sjm representative attempted reprogramming but the patient wa receiving unintended bilateral rib stimulation. The patient is pending x-rays and an appointment with the physician.